Event description:
Device 2 of 2. Reference MFR report#:1627487-2012-12095. It was reported the pt was reprogrammed in (B)(6) of 2012 to increase stimulation. Since then it is reported the pt's device becomes too hot to touch about 30 - 45 minutes into charging. The pt immediately stops charging at that time. It was reported the pt does not use a pouch when charging as she has lost the pouch. It was reported the charger left a red round mark on her skin on the left side over her hip, around the site of the charging device. Reportedly her dr stated the mark was not a burn so no treatment was provided. The pt reports the red mark healed shortly after. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a filed correction. MFR's eval: corrective and preventive action (CAPA). Results: eval pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated tempurature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.